Event description:
It was reported saline leaked from the balloon during preparation. The physician replaced it with another catheter. The procedure was completed successfully. No injury occurred to patient.

Manufacturer narrative:
We have not received the device for investigation. The provided photos confirmed the report. We observed a leakage at the white stopcock joint when we attempted to inject liquid into the internal carotid balloon. As a result, the internal carotid balloon failed to fully inflate. The root cause of the malfunction was determined to be a manufacturing operator error; not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed to address this issue. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.